Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found distal end adhesive was chipping; flexible tube and curved tube were crushed; image guide bundle was severely broken and stained; light guide coil was broken; and the light guide corrugated tube had scratches. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera bronchofibervideoscope had water leakage. Inspection and testing of the returned device found coating of the image guide coil was peeling. There were no reports of patient harm. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on the device evaluation and the legal manufacturer's final investigation. The allegation of air leakage was not confirmed during the initial evaluation. In addition, the coating was peeling from the flexible tube. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the reported problem was likely due to stress of repeated use, external factors or handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera bronchofibervideoscope had air leakage. Inspection and testing of the returned device found the coating was peeling from the flexible tube.